Manufacturer narrative:
Customer service conducted troubleshooting with the customer, including disassembling, inspecting, cleaning and reassembling the kit and tubing set. Following troubleshooting, the customer indicated that the troubleshooting did not resolve the issue. A replacement device was sent to the customer, along with a symphony accessory kit since to the lactation consultant recommended that the customer use a symphony hospital grade pump. Return of her original pump was requested for testing/evaluation. The customer was contacted by a complaint handler on multiple occasions, including in writing, to get additional information, with no response as of the date of this report. The device was returned with the customer's parts and accessories and was evaluated on 09/25/2018. The device passed suction and cycle specifications. Refer to attached evaluation. The customer's report of low suction could not be confirmed. Based on the results of (B)(4), it cannot be definitively concluded that the pump caused or contributed to the customer's mastitis. The estimated incidence of mastitis in lactating women, whether using a breast pump or not, according to published clinical literature can be as high as 33%. In fact, clinical guidelines suggest the use of a breast pump to facilitate withdrawal of breast milk during bouts of mastitis. The complaint rate of mastitis across all reported failures, across all medela breast pumps, is (B)(4)% for the period of january 2013 to august 2017. Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history or mastitis." Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. Mastitis requires prompt medical attention for the mother for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.

Event description:
On (B)(6) 2018, the customer alleged to medela (B)(4) that her freestyle breast pump had low suction. She indicated that she took it to a lactation consultant, who said that the suction was weak. The customer believed that she had a breast infection due to the low suction on her pump. The lactation consultant prescribed antibiotics to the customer.